Event description:
It was reported that a vascular stent would not deploy within a cto in the right sfa. Reportedly, the cto was crossed with a recanalization catheter and pta was performed. The stent delivery system was advanced to the treatment site without incident. Deployment was attempted; however, the deployment trigger did not respond. The delivery system was withdrawn from the pt. Upon removal, it was observed that the distal tip of the catheter had detached from the delivery system. The tip was not seen on imaging and the location of the tip is unk. The procedure was completed with the successful placement of three stents. No report of pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the mfg site for eval to date. The investigation is currently underway.